Event description:
It was reported that the kinair medsurg bed deflated without command by the user. There was no reported injury.

Manufacturer narrative:
The unit was tested per quality control procedures on 04/08/09, prior to placement with the patient, and the unit met specifications. Evaluation of the device determined that the power cord may have been inadvertently dislodged from the under-bed inverter during use, causing the bed to deflate.